Event description:
No nurse communication from bed. No injury alleged.

Manufacturer narrative:
Technician found broken wires inside nurse communication cable. Replaced the cable to resolve this issue.